Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the menu and left button was unresponsive. Customer stated that the menus button is broken and the numbers are not ramping on their own. Customer changed the batteries but the buttons are still unresponsive. Customer will discontinue use of the device.